Manufacturer narrative:
As of today, no additional information has been received. Should additional information be received or the device returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed high pacing impedance measurements. The patient was seen for a revision procedure where the lead was was surgically abandoned and the device was explanted. A request for additional information and return of the device was made. No additional adverse patient effects were reported.